Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited intermittent loss of pacing. An x-ray showed this right ventricular (rv) lead was in a different location than at implant which was one day ago. No adverse patient effects were reported.